Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh (B)(4). Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer process from the bed to the chair using ceiling lift and the sling fitted with loops, the left shoulder loop of the sling detached from the maxi sky 440 hanger bar. The resident fell out and sustained a head pain as a consequences of the event. No medical intervention nor hospitalization was required. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The ceiling lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. The sling and the ceiling lift which work together as a system were found to have been up to manufacturer specification when the event took a place. The sling and the ceiling lift were being used for patient care when the event took place and in that way contributed to the outcome of the event. From the sequence of events, it was reported that during transfer procedure of a resident, the loop sling came loose on the left side and the resident fell. From review of the complaint it appears this does not mean the sling failed or came apart, but that the sling is indicated to have come away from the spreader bar it was attached to, somehow. Based on this reported information and our product knowledge, the possibility that a sling was not attached at all as well as possibility that the sling was properly attached within the spreader bar hooks when the resident was lifted is considered to be highly unlikely. Furthermore, to provide conclusive insight into the event at hand, we have performed a simulation to recreate the event description. Upon the course of the investigation we have established that the probable cause of the detachment of the sling is the result from an incorrect sling installation and/or manipulation of the lift. For the different installation configuration tested, the observation has been made that the straps are prompt to detach during the early lifting of the patient and detach as soon as the tension is applied to the straps or during the manipulations prior the lifting. There are following incorrect installations that could possibly results in the straps detaching from the lift: - strap around the safety latch, - strap on the top of the hook, - strap on the top of the hook, inside hook. Only the first mentioned configuration actually detached during the simulation. In this case, the strap incorrectly installed slipped from the latch as soon as tension was applied to the strap. It should be pointed out, that maxi sky 440 instructions for use mentions the following task to be performed when lifting the resident in the sling: "warning: before lifting the patient: make sure that all straps are attached to the supports. Make sure that patient's arms are safely out of way. Make sure the sling is not caught on any obstructions (wheelchair brake or chair arm etc.) If any of the above occurs, lower the patient immediately and correct the problem. Any of these situations may lead to a patient falling." An image within the IFU shows how to properly attached the sling loop. Therefore, it is considered that the inadequate attachment of the sling took place before commencing to lift the resident, which constitutes a user error. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. To sum up the device was being used at the time of the event and played a role due to a use error causing the system did not meet its performance specification. No technical failure of the device was found (the device was up to the manufacturer specification) at the time of the incident. No adverse event (death or serious injury) occurred. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
Arjohuntleigh received a customer complaint indicating that during the resident transfer using maxi sky 440 ceiling lift and sling, the sling supporting the resident and attached on the device foldable arm slid out of the device. As a consequence of this event, the resident fell and sustained the head pain.